Manufacturer narrative:
This report is submitted on april 25, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an extrusion of the receiver/stimulator. The patient has not been reimplanted with a new device as of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on may 23, 2022.